Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown head lot #: unknown, item #: unknown stem lot #: unknown, item #: unknown cup lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00311. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Xrays indicate left total hip arthroplasty with undersized femoral head and polyethylene wear of the acetabular cup. Significant radiolucency surrounding the femoral component could indicate osteolysis. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to unknown reasons. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.